Event description:
The MFR received info alleging a ventilator was unable to deliver pressures. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the sound absorbing foam inlay was found to be blocking the motor inlet, restricting the air intake. The ventilator's sound absorbing foam inlay was repaired to address the issue.